Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to inflammation and a skin flap defect over the implant, with the clinic attributing it to a suspected allergic skin reaction. The wound completely healed 7 days after explantation. Signs of allergy have disappeared completely.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due an inflammation and skin breakdown, which started in the post-operative period. A review of the device's sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue.

Event description:
The device was explanted due to inflammation and a skin flap defect over the implant, with the clinic attributing it to a suspected allergic skin reaction.